Event description:
It was reported to medtronic minimed that the customer experienced a "change sensor" alert alert was triggered by two consecutive "calibration not accepted" alerts and hypoglycemia. The event of the products mmt-399a,mmt-1884,mmt-7040a,mmt-332a. Low blood glucose event value was 40 mg/dl. The sensor was securely taped, with no blood at the site, and was not inserted in the back of the upper arm. Troubleshooting was not performed. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. The customer declined further troubleshooting. No further patient complications were reported. The products mmt-399a, mmt-1884, mmt-7040a, mmt-332a will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.